Event description:
On november 20, 2009, it was reported to boston scientific corporation that a prolieve thermodilatation system (refurbished) was used during a benign prostatic hyperplasia (bph) procedure performed on (B)(6) 2008. According to the complainant, the prolieve thermodilatation system (refurbished) powered down in the middle of the case. The procedure was completed with another prolieve thermodilatation system. There were no complications and the pt was fine. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on (B)(6) 2009, revealed an MDR-reportable malfunction of physitemp being out of tolerance. This manufacturer report is submitted based on the evaluation results.

Manufacturer narrative:
Pt's exact age is unk; however, the pt's age has been reported as over fifty years old. Visual examination revealed that the universal joint was loosened from the pump head. Functional analysis of the returned prolieve thermodilatation system revealed that heat exchanger plate 2 failed and physitemps 1, 2, 3, 4 were out of tolerance. The thermoelectric module peltier chips and physitemp module were replaced. The complaint was confirmed as the universal joint was loosened from the pump head, which may have caused the pressure to fail and the unit to shut down. (B)(4).